Event description:
It was reported a 25.0 diopter aa4204vf silicone single piece lens was torn due to a sticky cartridge. Additional info has been requested from the facility, but to date none has been forthcoming. If additional info does become available, a supplemental medwatch will be sent.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found one haptic torn. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Evaluation: results - a cartridge lot number search was performed and no similar complaint was found. A lens work order search was performed and no similar complaint was found.